Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. Treatment rendered for the event and outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.